Event description:
The facility reported a colleague infusion pump with "channel b failure code 814:08." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with channel b failure code 814:08 was confirmed and reproduced during product evaluation. The root cause was not determined. No repairs have been performed due to the customer's refusal of estimate. No further correction was made concerning this event and the pump was returned unrepaired. A service history review revealed no previous service events were related to the reported condition. However, during previous service on (B)(4) 2009 channel b was replaced. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.